Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump, successfully resolved the issue, and was advised to continue using the pump with instructions to contact support if the problem recurred.